Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized with high blood glucose over 600 mg/dl. Customer stated that she thought the high blood glucose was caused by eating candy and kept blousing but the cannula was bent. The customer laid down to sleep and became unconscious. She was taken to the hospital and she woke up after she was given an insulin manual injection. The customer stated she had a couple of bent cannulas. Blood glucose at the time of the call was 110 mg/dl. The customer declined to check for site, set and insulin issues or the settings. Customer was advised to call back when receiving the tubing clamp to compete the high pressure test.